Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error on the insulin pump. She stated that the insulin pump might have been exposed to sweat. The blood glucose reading was 97 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.